Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. Additionally, the investigation reported a leak in the scope cover. Based on the results of the investigation, random component failure without any design or manufacturing issue. However, a root cause could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that water and debris was getting trapped under the rings by the distal end of the subject device. According to the initial reporter, this was occurred were the 2 plastic bands were. Reportedly, this issue occurred during reprocessing. There were no reports of patient involvement.